Event description:
It was reported that approximately 6 months post-operatively an unknown screw fractured. The patient reported experiencing pain and underwent physical therapy and was prescribed analgesics.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately 6 months post-operatively an unknown screw fractured. The patient reported experiencing pain and underwent physical therapy and was prescribed analgesics.

Manufacturer narrative:
Manufacturing site for devices have been corrected. Although the FDA registration number cannot be edited in this report, the appropriate registration number is 3004774118.

Event description:
It was reported that approximately 6 months post-operatively an unknown screw fractured. The patient reported experiencing pain and underwent physical therapy and was prescribed analgesics.

Manufacturer narrative:
Device location unknown.